Event description:
During initial firing of stapling device across the stomach, the stapler appeared to malfunction resulting in 2 areas that were left open in the suture line. The open areas were closed using suture and 3 additional staple loads. A new stapler hand piece was obtained and additional staples of the same load were used successfully to close the gaps. The covidien rep was notified.====================== manufacturer response for stapler, surgical, endo gia universal======================covidien rep aware but have not been contacted by manufacturer to date.